Event description:
It was reported that an assessment of the device battery performed by technical support showed premature battery depletion. Additional information was received indicating that the patient passed away; the electronic performance indicator (epi) was received after the patient was deceased. There was no allegation that the patient's death was related to the device.